Event description:
The user reported that before the catheter was inserted into the patient, they received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). They noticed saline in the coaxial umbilical but only very close to the catheter. The catheter was not used and the case was completed with a radiofrequency ablation catheter instead. When the device was returned, pressure testing revealed a leak through the guide wire lumen of the cryoablation catheter.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Failure files showed system notice message #50005 "leak detection" and #50006 "blood detection" for the date of event. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicated that the catheter had not been used. The catheter failed the performance test due to system notice #50005 upon connection and visible fluid in the coaxial umbilical cable. Pressure test showed a leak through the guide wire lumen, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping at the push button stainless steel tube at 4.91 inches distal from the luer-end. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.